Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there were no output or magnet response on the device. Consequently interrogation could not be performed. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were no output or magnet response on the device. Consequently, interrogation could not be performed. The device was removed and replaced. No patient complications have been reported as a result of this event.